Manufacturer narrative:
All available information was investigated, and the reported gripper actuation issue was confirmed via returned device analysis and identified the gripper lines to be separated (slipped) from the l-lock shaft. The reported positioning failure of inability to grasp and poor image resolution could not be replicated in a testing environment as they were related to patient/procedural conditions or operational circumstances. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. The investigation determined the reported poor image resolution was due to patient anatomy and the inability to grasp appears to be related to the poor image resolution. The reported gripper actuation issue was due to the gripper lines separation (slip). The investigation evaluated the gripper line issue, and the engineering group determined the likely root cause of the complaint was manufacturing variability at the supplier for the l-lock component leading to higher clearance than nominal which can increase the likelihood of a gripper line slip in procedure. The issue is being addressed per internal operating procedures. Abbott will continue to trend the performance of these devices.

Manufacturer narrative:
All available information was investigated, and the reported gripper actuation issue was confirmed via returned device analysis and identified the gripper lines to be separated (slipped) from the l-lock shaft. The reported positioning failure of inability to grasp and poor image resolution could not be replicated in a testing environment as it was related to patient/procedural conditions or operational circumstances. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. The investigation determined the reported poor image resolution was due to patient anatomy and the inability to grasp appears to be related to the poor image resolution. The reported gripper actuation issue was due to the gripper lines separation (slip). The investigation determined the observed gripper lines separation appears to be related to a potential product issue. This complaint is within the scope of two exceptions (issues); therefore, the issue and action are referenced. The exception investigation evaluated the gripper line issue, and the engineering group determined the likely root cause of the complaint was manufacturing variability at the supplier for the l-lock component leading to higher clearance than nominal which can increase the likelihood of a gripper line slip in procedure. The issue is being addressed per internal operating procedures. Abbott will continue to trend the performance of these devices.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported this was a triclip procedure to treat tricuspid regurgitation (tr) with a grade of 3. It was noted imaging was challenging. An xtw clip was inserted and successfully deployed on the tricuspid valve. To further reduce mr, an xt clip (31010r1104) was inserted and deployed. However, after deployment, the clip detached from the septal leaflet and remained attached to the posterior leaflet (single leaflet device attachment/slda). To stabilize the slda, an xtw clip (40415r1100) was inserted, and grasping was performed. However, the leaflets were unable to be grasped as the leaflets were slipping out. It was noted during grasping, this clip came in contact with the sdla clip. After several attempts, it was observed that both grippers were no longer able to raise. Troubleshooting was performed, but the issue was unable to be resolved. Therefore, the clip was closed and removed. As tr was reduced to a grade of 1, the physician decided to discontinue the procedure. There was no clinically significant delay in the procedure.